Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose level of 400 mg/dl with high ketones that were identified as life threatening. The customer was treated intravenously in the ICU with fluids of insulin and saline. The customer was released on 09/09/24 with issue resolved and no permanent damage.